Manufacturer narrative:
The field service engineer (fse) replaced the gaskets in the syringe.

Event description:
The initial reporter questioned high results for patients tested for sodium (na) on a cobas pro ise analytical unit. Discrepant results were provided for 3 patient samples. Patient 1 initial result was 155.5 mmol/l. The repeat was 138.3 mmol/l. Patient 2 initial result was 155.2 mmol/l. The repeat was 140.4 mmol/l. Patient 3 initial result was 152.9 mmol/l. The repeat was 137.7 mmol/l. It is unknown if any questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The specific cause of the event could not be determined, however, the service actions (replacing the gaskets in the syringe) resolved the issue.